Event description:
A surgeon reported that since receiving an intraocular lens (iol) implant, a patient is seeing bright circles around each headlight when driving at night. The iol was removed in 2001 because the patient was seeing so many light reflections pt could no longer drive. The association between this event and the iol is not known. Additional information has been requested.